Event description:
It was reported when the device was used during a transhiatal esophagectomy procedure, the staples didn't close. It was not reported how the case was completed. There was no patient consequence.